Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the device revealed the glass cap had a circumferential fracture on the distal side of the fiber/cap fusion zone at the bevel edge. The fiber proximal to the fracture can rotate independently of outer flow tubing. The outer flow tubing open end had minor scratch marks, and mild contamination, likely biologic. Due to the observed glass cap distal fracture, an evaluation conclusion code of design inadequate for purpose of the device was assigned to this investigation. A temperature higher or close to epoxy degradation temperature near the laser beam output window may be a major impacting factor leading to epoxy failure and subsequent fiber breakage. Tissue adhesion from constant and heavy tissue contact could be the cause resulting in the observed circumferential fracture.

Event description:
It was reported that during a photoselective vaporization of the prostate procedure the fiber mirror broke and the fiber began front firing. The procedure was completed with another fiber without clinical consequences to the patient.

Event description:
It was reported that during a photoselective vaporization of the prostate procedure the fiber mirror broke and the fiber began front firing. The procedure was completed with another fiber without clinical consequences to the patient.